Event description:
The customer contact reported the prongs on the ac power cord plug are bent. The device was returned to the central processing dept with an unsigned note that stated "bent prongs." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the prongs on the ac power cord plug were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field svc engineer on (B)(4) 2012. The power cord was received for further testing. Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.